Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, white particles on device's inner surface and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified one sharp opening, one striated opening , wear abrasion and partial delamination of valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. One opening striated assessed as surgical damage. Partial delamination of valve due to adhesive failure.

Event description:
Physician reported "ruptured implant", 'pain", and "decrease in size" for left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "ruptured implant", 'pain", and "decrease in size" for left side. The device has been explanted.